Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device. The customer was therefore unable to obtain sensor readings. The customer experienced dizziness and was unable to self-treat, requiring a blood glucose test showing 215 mg/dl, as well as blood pressure measurement, and received an unspecified treatment from a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); poor solder was observed on one of the battery legs. Sensor state 7 with event log 141 with reason/ext error code 133 in state 7 are an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. Event log 9 indicates that the sensor patch transitioned from the error state to the error termination state. The lack of solder on one of the battery legs will cause the battery to not be mechanically connected to the pcba. The returned sensor battery voltage was measured and returned a value which is within specification. It is evident that the solder is not creating a strong connection between the battery leg and pcba, thus resulting in a power loss that caused brownout reset termination. This issue is confirmed to poor solder. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(6) to (B)(6) . Section d4 (primary UDI number) was updated based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device. The customer was therefore unable to obtain sensor readings. The customer experienced dizziness and was unable to self-treat, requiring a blood glucose test showing 215 mg/dl, as well as blood pressure measurement, and received an unspecified treatment from a third-party. There was no report of death or permanent injury associated with this event.